Event description:
On august 30, 2009, the lay user/pt contacted lifescan (lfs) alleging that her one touch ultrasmart meter was reading inaccurately high. The medical surveillance specialist (mss) spoke with the pt on september 15, 2009 and obtained the following info. The pt did not recall when the alleged inaccuracy began. On an unspecified date/time, the pt claimed she obtained blood glucose readings of approximately "300 mg/dl" with the subject meter and "200 mg/dl" on another device (neighbor's meter), performed within a couple of minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30%. The pt reported that she takes 50 units of 70/30 insulin in the morning if her blood glucose is in the 300-400 mg/dl range and takes 25 units if her blood glucose is in the 200 mg/dl range. The pt also takes 70/30 insulin in the evening. Six days prior to report, the pt claimed that she "passed out" on three separate occasions. The pt did not recall what her blood glucose was on either of the days prior to passing out, nor did she recall what action she took regarding her diabetes management in response to the results, but claimed she was treated with glucose gel by paramedics on each of the occasions. The pt stated that she is asymptomatic and therefore, was not aware her blood glucose was running low prior to "passing out." The pt claimed she felt she may have been giving herself too much insulin in response to the alleged high readings she was obtaining with the subject meter. Replacement products were sent to the pt. This complaint is being reported because the pt claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.